Event description:
It was reported that one hour and 20 minutes after the start of a 2 hour routine hemodialysis treatment, a blood leak was observed from the cartridge. It was estimated that approximately 50cc of blood had leaked from the blood pump tubing of the cartridge. The treatment was discontinued with rinseback of the remaining blood in the cartridge. The patient was stable and no medical intervention was required.

Manufacturer narrative:
Inspection of the returned cartridge confirmed a leak at the site of the blood pump tubing segment bond. The leak was most likely caused by inadequate solvent application during the tubing bonding process at manufacturing which resulted in a weakened bond that leaked over time. Corrective action has been implemented at the manufacturing site. Review of complaint history and manufacturing qc records indicate that there is no evidence to suggest a systemic problem with this lot of cartridges. User's guide warns operators and cycler may not sense slow blood leaks and instructs to periodically check for evidence of leaks. Will continue to monitor as part of routine complaint process. Nxstage medical considers this report closed. No additional information will be provided.